Manufacturer narrative:
As received, the attachment could support the reported complaint. However, a root cause could not be determined. Production & quality testing of the attachment was not performed as the device was not in working condition. The attachment came in with the bend bur still remained in the attachment chuck. The cap end bearing retainer and ball bearings were missing as received. The attachment was then microscopically evaluated by quality personnel. Microscopic evaluation revealed damage on the cap and head threads. Based on the pictures there is the possibility that the attachment was dropped. Attachment was sent to (B)(4) for further evaluation. Results from (B)(4) stated: the push button and ball bearings outside the sleeve are loose; the drill is damaged and stuck inside the cartouche. The module is very dirty and rusty, it was noted the instrument was not cleaned or maintained properly.

Manufacturer narrative:
Through no medical / surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical / surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that the cap came off of a midwest e handpiece and fell in patient's mouth and was suctioned out; no injuries resulted.